Event description:
International customer reported that a pt presented with abdominal pain 11 days following a hernia repair with mesh implant. The pt was returned to surgery. The operating surgeon reports observing a hole in the center of the previously implanted mesh. The mesh was removed and the pts' bowel was found to be compromised. The pt was repaired with the creation of a bowel stoma.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.